Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 reader would not power on with either button press or test strip insertion. The customer was therefore unable to obtain glucose results. The customer subsequently experienced a loss of consciousness and had contact with a healthcare professional, who provided treatment of insulin (dose/type unknown) and unspecified IV for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.